Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxc 600 pro synchron chemistry analyzer was producing low level modular chemistry (mc) reagent in the reaction cup and was leaking glucose (glucm). There was no injury or operator exposure in this event.

Manufacturer narrative:
The customer performed the six (6) month maintenance on the instrument, and changed the accusense electrode prior to the leak. Customer technical support (cts) assisted the customer with troubleshooting and had the customer recheck the electrode installation, and the customer verified it was tight. The cts had the customer re-install the old electrode, which stopped the leak. The cts sent a replacement electrode to the customer. No further glucose (glucm) sensor leaking issues occurred. Service was not dispatched for this event.